Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they saw an elective replacement indicator (eri) and then two days prior to the report stopped feeling stimulation. When the patient went to charge, they were unable to communicate with the implantable neurostimulator (ins). It was noted that the patient was feeling pain due to the therapy being off, and that the change in therapy/symptoms occurred with sudden onset. It was later reported that the rep was able to show the patient how to go past the eri screen and start charging normally. Everything was working well and the patient was scheduled for a normal battery replacement. Indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.